Event description:
On (B)(6) 2011, the pt reported the down button of the infusion device was not working. He noticed the issue because the infusion device did not beep while attempting to bolus. Both the up and down buttons worked at the time of the report. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.